Manufacturer narrative:
Additional devices for this complaints: unk battery - catalog #1650 - MFR. Date: xx/xx/xxxx - exp. Date: xx/xx/xxxx. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient "was experiencing intermittent quick alarms indicating power switches from one battery to another when batteries do not necessitate a power switch." Preliminary log files were sent by the site to try to differentiate between a potential battery versus controller malfunction. Clinical engineering determined that based on the log files there were no alarms that indicated a potential issue with batteries or the controller. It was recommended that the patient mark the batteries and replace if any abnormal behavior presented per the manufacturing labeling instruction. It was also noted that one battery was displaying an erroneous cycle count the battery was removed from service without consequence to the patient. The vad coordinator instructed the patient to notify any recurrence of alarms associated batteries. No further information was provided.

Manufacturer narrative:
Note: there was no additional battery involved in this event. The battery was returned for evaluation. The reported event of abnormal cycle count was confirmed via review of the controller log files, which revealed (B)(4) had a cycle count of 3,379 on the reported date, the controller ((B)(4)) involved in the event did not have the smr upgrade. (B)(4) was also involved in power switching occurrences around the time of the reported event date. According to the data log files (B)(4) was switching before the rosc 25% threshold was reached. The battery passed external visual inspection but failed ti check.  The unusual high number of charge and discharge cycles indicates failure in communication with the host. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. The manufacturer has opened an internal investigation to evaluate the communication error between controllers and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.